Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected low reservoir anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticking. Customer also stated that reservoir did not alert to low alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.